Event description:
It was reported that the pt was implanted on (B)(6) 2010. In (B)(6) 2010, pt lost stimulation in back, stimulation was uncomfortable with muscle cramping. Company representative was notified and attempted reprogramming on (B)(6) 2010 with some improvement. The pt had a lead revision one week later and the left lead was repositioned and tested with good coverage from back to feet on left side. The physician was unable to reposition the existing right lead so it was explanted. Tried a new lead and physician had difficulty threading stylets to the tip of lead, making three attempts, lead was not in the pt at this time. Opted not to use this lead and another lead was used without difficulty. The pt had good stimulation on the table and post-operatively. There were no further complaints.

Manufacturer narrative:
(B)(4)